Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient experienced increased incontinence with his artificial urinary sphincter (aus). The non functioning device had fluid loss. No further complications were reported in relation to this event.

Manufacturer narrative:
B3: the exact event date is unknown related components of device system: model number/ catalog number: 72400024. Batch/ lot number: 913814011. Model/ catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404131. Batch/ lot number: 901967014. Model/ catalog description: belt cuff fgs 4.5 cm iz. Product analysis summary: the cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole tear was identified in the cuff shell. The damage is consistent with wear and material fatigue at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed a malfunction in the cuff component. Product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 901967014, 913814011 and 911108017 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use.

Event description:
It was reported that the patient experienced increased incontinence with his artificial urinary sphincter (aus). The non functioning device had fluid loss. No further complications were reported in relation to this event.